Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Pt weight: unk. Explant date: unk. Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -16.0/+3.0/x160 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having an excessive vault and significant reduction of irido-corneal angles. The lens remains implanted.

Manufacturer narrative:
Additional data: the lens was explanted on (B)(6) 2016. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the haptic torn/broken. Dimensional inspection found lens was within specification. Per dfu for this lens model, vicl's are contraindicated in the presence of keratoconus. (B)(4).

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. (B)(4).